Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of recurrent pulmonary embolism was scheduled for vena cava filter placement. The right femoral vein was accessed and a cavogram was performed to identify the confluence of the renal veins. The filter was deployed in the infrarenal inferior vena cava in good position. The patient tolerated the procedure well. Approximately three years eight months post filter deployment, the patient presented to filter retrieval as it was no longer needed. The right internal jugular vein was accessed and a venogram was performed which demonstrated the filter in standard position, no thrombus within the filter and two detached filter limbs embedded into the caval wall. A snare device was used to successfully retrieve the filter and visual inspection demonstrated only 10 of 12 struts to be intact on the ex vivo filter. Intravascular ultrasound was used to evaluate the remaining struts and the decision was made to not further pursue them or cover them with a stent. There were no complications and the patient tolerated the procedure well. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately three years and eight months post filter deployment, a venogram was performed which demonstrated the filter in standard position, no thrombus within the filter and two detached filter limbs embedded into the caval wall. The filter was successfully removed and the two detached filter limbs were left in place within the patient. Based on the provided medical records, the investigation can be confirmed for filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. The patient with history of recurrent pulmonary embolism had a vena cava filter successfully deployed in the infrarenal inferior vena cava. Approximately three years eight months post filter deployment, the patient presented for filter retrieval. A venogram was performed which demonstrated the filter in standard position and two detached filter limbs embedded into the caval wall. A snare device was used to successfully retrieve the filter. The decision was made to not attempt to retrieve the detached limbs or cover them with a stent. There were no complications and the patient tolerated the procedure well. No additional information was provided in the medical records received.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, three years eight months post-deployment, the patient presented to filter retrieval as it was no longer needed. The right internal jugular vein was accessed and a venogram was performed which demonstrated the filter in standard position, no thrombus within the filter and two detached filter limbs embedded into the caval wall. A snare device was used to successfully retrieve the filter and visual inspection demonstrated only 10 of 12 struts to be intact on the ex vivo filter. Intravascular ultrasound was used to evaluate the remaining struts and the decision was made to not further pursue them or cover them with a stent. Therefore, the investigation is confirmed for filter limb detachment. However, the investigation is inconclusive for retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. (Expiry date: 01/2013), (corporate lot no), h6 (patient, method, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter detached. The device has been removed after an attempted but unsuccessful percutaneous removal procedure. A venogram was performed which demonstrated two detached filter limbs embedded into the caval wall. The current status of the patient is unknown.